Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on the ps1 power supply was adjusted to 5.2vdc to reflect the voltage on the ffb (fluoro function pcb). The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system was intermittently displaying a communication error during operation, causing the system to shut down. There is no report of injury or death associated with the event described in this complaint.